Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked case(battery tube), cracked case, faded serial number label, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip and scratched around casing. Unable to perform displacement test due to missing retainer.

Event description:
Customer¿s father reported via phone call that insulin pump was damaged. Customer states insulin pump had cracked on rim of reservoir compartment. Customer¿s blood glucose was unknown at time of incident. Customer states that reservoir was fell out. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will not be return for analysis.